Event description:
It was reported that the device is alarming error code 1260/1261, device needs a clock battery. Event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. Downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were contaminated. Service history review identified the complaint was not related to a previous service of the device within the review period. Unable to download event history log due alarm messages" lec 1261" and "motor lock removed all power" on the pump display. Customer primary problems of device alarming error code 1260/1261 and device needs a clock battery were duplicated. The cause was microprocessor unit board contamination and clock battery outdated. Replaced microprocessor unit board and clock battery to correct the issue.